Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported the device was hand ratcheted to open. Is this referring to using the manual override lever on the device? Yes.

Event description:
It was reported that during a robotic laparoscopic nephrectomy procedure, as the endocutter was placed on the renal artery, they heard the device advance in a small increment and then power down completely with complete loss of power. When I asked the scrub tech, if they used the reverse button, she told me that they had not. The renal artery started to bleed due to it being an incomplete staple and cut line. Due to the urgency of the case, they hand ratchet the device's blade back, so that they could open the device and then pulled a new device to complete the case promptly.